Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Unit was received for analysis after decontamination (in appropriate packaging). There is a kink in the device approximately 19mm from the distal tip in the neutral position. The kink is proximal to r3. Ring 2 seals have been compromised. The shaft is intact. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The catheter was placed on the curve template and the device did not pass the right and left curve tests; the tip did not reach the shaded area of the template. X-rays showed evidence a fractured steering component. The distal end was dissected. There is body fluid under ring 2 and in the interior of the catheter. The kevlar wrap was removed which revealed that the center support was fractured and overlapping. Both steering wires are still attached to the center support. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-05055. Reportable based on device analysis completed on (B)(6) 2017. It was reported that there was a noisy electrogram and a kinked catheter. The target lesion was located in the atrium. A 7-110-2.5-8-8 blazer prime¿ xp was selected for use. During procedure, following a number of ablation applications, noisy electrogram was noted. The cable pins and connector cables were re-configured; however, the issue persisted. The device was removed from the patient's body and the distal shaft was observed to be bent and a cracked at the bend in the catheter. The catheter was replaced with another of the same catheter; however, the same noise issue reoccurred and a similar bend at the tip end of the catheter was observed when the device was removed from the patient's body. The catheter was then replaced with another of the same catheter; however, the steering mechanism of the device was observed to be broken upon manipulation and positioning. The device was again removed from the patient's body and the procedure was completed with a non bsc ablation catheter. There were no patient complications reported and the patient's condition was stable. However, device analysis revealed that there was a body fluid under ring 2 and in the interior of the catheter.